Manufacturer narrative:
(B)(4). The sample was not returned; therefore, a device analysis cannot be completed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set for anesthesia leaked from its tubing due to a hole. This occurred during priming. There was no patient involvement. No additional information is available.